Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured at the tip during a procedure. There was no harm to the patient and no surgical delay to the case. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. On visual inspection, the elevator is in fair overall condition with moderate wear and a fractured tip noted. For this lot, there are four (4) other complaints for five (5) parts total regarding the tips fracturing. The most likely underlying cause of the complaint is the instrument experienced force in excess of what it was designed to encounter. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.